Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damaged occurred. The non-occluded, de novo, 20x3.0mm target lesion was located in the non-calcified left anterior descending artery (lad). A 3.00x20mm synergy¿ drug eluting stent was selected for use to treat the lesion. However, during introduction, the stent was noted to be damaged when the physician was trying to wire into the patient. The mid portion of the stent struts was pinched. The procedure was completed with another 3.00x20mm synergy¿ stent. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal struts have moved 12mm distally on balloon, the first three proximal struts are not damaged, the center struts were bunched and overlapping, the distal struts were pulled over the distal tip. There are crimp markings evident on balloon from the manufacturing process indicating proper placement of the stent on the balloon. The stent was not detached from the balloon upon return. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and shaft polymer extrusion profiles. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damaged occurred. The non-occluded, de novo, 20x3.0mm target lesion was located in the non-calcified left anterior descending artery (lad). A 3.00x20mm synergy drug eluting stent was selected for use to treat the lesion. However, during introduction, the stent was noted to be damaged when the physician was trying to wire into the patient. The mid portion of the stent struts was pinched. The procedure was completed with another 3.00x20mm synergy stent. No patient complications were reported and patient's status was stable.